Manufacturer narrative:
Add'l info concerning this event and the return of explanted components has been requested. At this time, no response has been received. Without the benefit of examination and testing, qa is precluded from commenting on the condition of the device or the cause for this occurrence. Should add'l info or the device be received, qa will file an addendum to this report if required.

Event description:
A surgical occurrence was performed to address "spontaneous deflation due to scarring around the pump release bar". As reported to co, the device nor any device component were removed or replaced. 3/3/97 - upon receipt of additional information received from the physician/surgeons he stated,... "No obvious defect was observed, six months post-operatively the device would deflate during intercourse".